Event description:
During an esophagectomy procedure, the 5th and 6th plcr60b reloads, in response to repeated presses of the fire button on the i60 linear cutter, failed to deploy staples or transect tissue. Other devices were subsequently used to transect and staple the tissue. A 7th reload used in the procedure produced incomplete staples in the outer rows. These rows were then oversewn for security.

Manufacturer narrative:
Plcr60b reloads #5 and #6 were returned along with the i60 into which they had been loaded. Visual inspection of the i60 showed that there were a number of formed staples in the clamping assembly where the plcr60b reloads would have been inserted. The presence of formed staples in this location could have prevented the proper electrical engagement of the reloads with the i60, resulting in an inability to fire the reloads. Analysis of the two plcr60b reloads showed that both had damaged retention bumps - evidence of their not having been properly seated in the i60 housing. The improper seating of the reloads was the cause of the failure to produce properly formed staples.